Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), tortuosity in femoral, iliac and inferior vena cava (ivc) vein for a mitraclip procedure. During the procedure, steerable guide catheter (sgc)was advanced into left atrium. The steerable sleeve was unable to steer in posterior and anterior direction. The mitraclip and sgc were removed from the anatomy and the procedure was terminated. The mr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure (curve - unable). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to challenging patient anatomy (tortuous vessels). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), tortuosity in femoral, iliac and inferior vena cava (ivc) vein for a mitraclip procedure. During the procedure, steerable guide catheter (sgc)was advanced into left atrium. The steerable sleeve was unable to steer in posterior and anterior direction. The mitraclip and sgc were removed from the anatomy and the procedure was terminated. The mr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.